Event description:
The customer returned the bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician observed chipped adhesive on the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely degradation led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.